Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient consulted the physician due to pain. After x-ray photograph, it's found the prosthesis got broken. The back part of the femoral component is cracked. No revision surgery has been conducted yet.